Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited stripes on image and a scope communication error - b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the image issue is a defective printed board. Regarding the error code, the most probable cause is an error on the scope identification. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.